Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred due to a separation that was noticed approximately one hour into the treatment. The cn said they were taking vitals when the saline line completely separated from the connector on the main line. There were no alarms from the machine. No leaks were noticed during the priming phase. The cn stated there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the staff put a cap on the port that became exposed due to the separation, and the lines were immediately clamped. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was 200 to 250 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the device depicting the separation was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred due to a separation that was noticed approximately one hour into the treatment. The cn said they were taking vitals when the saline line completely separated from the connector on the main line. There were no alarms from the machine. No leaks were noticed during the priming phase. The cn stated there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the staff put a cap on the port that became exposed due to the separation, and the lines were immediately clamped. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was 200 to 250 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the device depicting the separation was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. However, a photo of the combiset connected to the machine was provided for review. In the photo it could be observed that the saline line assembled to the ¿t¿ connector was separated. A presence of solvent (or lack thereof) could not be confirmed in the photo. The observed defect can be attributed to improper assembly during the manufacturing process, with several possible contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photo.